Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient did not experience any event related to the issue. She is a new patient of dr. Brewer and he requested that a rep meet with her to check the ins because it had not been serviced for a long time. An impedance check was performed today during reprogramming session and it was noted that 3 electrodes (electrodes 5, 12, and 14) were out of range >40,000 ohms. The rep reprogrammed the patient around these out of range electrodes and was able to cover her painful areas without using any of the electrodes showing >40,000 ohms. The rep stated that the patient has 2 programs. A1 and a2. Both cover her left buttocks and leg. No out of range electrodes used. All painful areas covered. She is using ld programs. Recharge interval was 7 days. The rep would notify the patient's doctor of the findings. No symptoms were reported.